Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he removed his sensor and infusion set both insertion sites were infected. The customer described the insertion sites at red and swollen, an inch in circular width, and both sites were discharging pus. The patient's blood glucose at the time of incident is unknown. The customer does not know why this occurred and guesses that something of the cannula might have remained inside his skin. The customer stated that he will follow up with his health care provider on monday to see if anything remained in his body and will go to the ER if he needs to before then. No products were shipped or returned.